Event description:
It was reported the right side workstation handle was missing. The handle is used by the customer to push or pull the workstation when transporting it to the desired location. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the system and replaced the handle. The system operates as intended.